Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the clinician that the right ventricular (rv) lead is exhibiting new t-wave oversensing (twos) post sense and what are the programming options to resolve this. Programming options for the rv lead were discussed. The rv lead remains in use. No patient complications have been reported as a result of this event.